Event description:
Hamilton medical ag (hmag) received the following event description: "per biomed, hospital staff says during ventilation the ventilator alarmed visually and audibly with obstruction, staff then removed patient from the ventilator and replaced it with another. No patient harm."

Manufacturer narrative:
Available information regarding the event is not sufficient. Hmag requested further information. Investigation is ongoing. This file reports the event stated in hamilton medical ag case number cer (B)(4).